Manufacturer narrative:
Model number/catalog number: sc-2317-50. Serial number: (B)(4). Batch/lot number: 20504219/20775462. Model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing lost of stimulation for the foot. The patient underwent an explant procedure and was doing well postoperatively.